Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cfg parts involved with this complaint and failure analysis has been completed for one cfg. Failure analysis investigation could not replicate the error 32101. The unit was installed into the in house system and no issues were found. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a recoverable error 32101 was received. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended staff to perform a hard reset on the patient side cart (psc), but the issue persisted. An attempt to disable the column and recover the fault did not resolve the issue. The isi tse log review confirmed the error 32101 pointing to the column. The procedure was converted to laparoscopic. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The issue was confirmed based on the field evaluation. The fse replaced two cfg parts on the patient side manipulator (psm) to resolve the error 32101. Following service, the system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following section: d10, g4, g7, h2, h3, h8, h10 4307-intuitive surgical, inc. (Isi) received the cfg part involved with this complaint and failure analysis has been completed. Failure analysis investigation was able to replicate the error 32101. The cfg was installed into the in an-house system and it failed with error 32010 at first start-up. During troubleshooting, while attempting to isolate the issue, the isi field service engineer (fse) also replaced the following parts: master actuator, 2 x slave actuators, 2 x axes controller platform backplanes and 2 x motors on the patient side cart (psc). Fa investigation confirmed that no trouble was found and none of these parts were associated with error 32101. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: it was reported that the da vinci system malfunctioned, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.